Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester alleging discrepant inratio value. Patient's therapeutic range: 2.5 - 3.5. On (B)(6) 2015 inratio = 2.0: lab = 3.0. On (B)(6) 2015 patient self tester was hospitalized for atrial fibrillation and was treated with a cardioversion procedure. On (B)(6) 2015 patient was released from the hospital and considered stable. While in the hospital patient was placed on lovenox. No related adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history for the lot was performed. All the results obtained from in-house testing on lot 372984a met accuracy criteria. The product performed as expected. A review of the manufacturing records for lot 372984a did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.